Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of sound resulting in the decision to discontinue use of the device. Attempts to connect to the device were unsuccessful. The implanted device remains.it is unknown whether there are plans to explant the device and reimplant the patient with another device as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2010, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2012.